Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation revision njr number: (B)(4), side:r primary asa: p2 , mild disease not incapacitating.

Manufacturer narrative:
This incident is a duplicate event of the manufacturer report number (B)(4). Please void this report.